Event description:
It was reported that, "sales rep opened packaging and noticed there were only 3 pins instead of 4. Package is missing 1 pin."

Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.